Event description:
It was reported that the right ventricular lead perforated the left ventricle. The patient had been experiencing a shocking sensation during ventricular pacing. It was also reported the patient developed an infection. The lead was removed. In addition the right ventricular lead was returned and analyzed and subsequently tested out of speciation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4): the full lead was returned in segments, analyzed and the outer insulation was breached (clavicle crush). It was noted that the proximal conductor was distorted, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breach cut, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and the lead was stretched. (B)(4): the lead was returned in segments, analyzed and the distal conductor fractured. It was noted that the proximal conductor was distorted, there was blood/body fluid on th. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.